Event description:
Spouse of home patient (hp) contacted baxter's technical service center (tsc) for assistance during spouse's apd therapy. Reportedly, family member was requesting to end therapy early, as there was not enough solution to complete therapy. At time of call, family member reported they had respiked a solution bag during therapy and lost some solution. Spouse was instructed by the technician on the proper procedure. Follow up with spouse, indicated patient did complete therapy and no patient injury or medical intervention was reported.